Manufacturer narrative:
No further information was provided for the investigation. Based on the information provided, the cause of the event could not be determined.

Event description:
There was an allegation of questionable uric acid ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.4 mg/dl. The repeated result was 3.8 mg/dl. The sample pipette was cleaned, and air purges were performed. The sample was repeated, and the result was 3.83 mg/dl.

Manufacturer narrative:
The reagent lot number is 874392. The expiration date was not provided. The alarm trace showed a high amount of "sample short" alarms. The investigation found the sample probe was contaminated with gel. The investigation is ongoing.